Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the all-in-one touch screen had sustained a crack at the station, resulting from an impact on the edge of the screen that caused a spider web pattern cracking at the station. A field service engineer replaced the all-in-one touch screen monitor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the touch screen on our main operating room pyxis station was cracked, which hindered users from accessing medication for a patient. The customer indicated that the system was functioning at the time. However, there were concerns regarding the possibility of it ceasing to operate unexpectedly. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.